Manufacturer narrative:
Correction (g1) - (B)(6). A batch record review indicatesno discrepancies. Machine logs have been checked and pm logs have been checked and all pm's were completed. Affected amount: 1pc. Kaltostat cavity drs 2g was manufactured under sap code 1021612 and manufacturing lot number 7b02922. Lot # 7b02922 was sterilized under lot 1181420861 and released on review of results of sterilization provided by sterilization company steris. All of the results were within specification and the products were released in compliance with sop-000801. The production process, in-process testing and packaging of products were run in accordance with pi12-028 ver.24.0 for machine universal. Visual inspection in accordance with tm-002 was completed at the beginning of the order and every hour following until the order was complete. No nonconformity was registered during the manufacturing process of lot 7b02922. This is the only complaint for the affected lot registered within tw8.7. A photo has been received for this complaint issue and has been evaluated in accordance with the associated work instruction. The photograph confirms the batch number and the complaint issue. Since the affected batch was manufactured the machine (universal) has been moved to another unit in deeside and has been completely revalidated in its new location. Operators will be made aware of the complaint issue. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 1000317571.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported "the dressing was inspected before use and found the package is not seal, causing not sterile." A photograph depicting the reported complaint issue were provided by the complainant.